Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power without a low battery alert. The customer's blood glucose unknown at the time of incident. The customer reported the insulin pump has died and won't turn on. The customer started the insulin pump yesterday and changed the battery last night. The customer states being off the pump a while due to a supply issue. The customer completed troubleshooting and was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.